Event description:
It was reported that the patient was connected to the oxylog device for a patient transport. After a few strokes, the device had issued an error message. Reportedly, the patient was disconnected from the device and the device was tested without any deviation. However, when another attempt was made to ventilate the patient, the error persisted. No health consequences for the patient were reported.

Manufacturer narrative:
This is a correction for the final report received at 13/05/2024. There was a wrong product reported. The affected product is an oxylog 3000. The report has been changed accordingly. We are sorry for the inconvenience. The log file of the affected device was analysed regarding the reported event. The log file analysis confirmed that the device repeatedly alarmed a technical failure of the pressure sensor. This failure indicates that the supply pressure was measured too high, resulting in a stop of the ventilation. The examination of the device by the dräger service did not find any deviation. Dräger concludes that the cause of the failure is a sporadic error in the pressure sensor. The pbc sensor should be checked and replaced if necessary. In the event of a technical fault, the device will issue a visual and audible alarm, but may no longer provide an adequate ventilation function. In this case, the instruction for use stipulate that an alternative ventilation option must be available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the patient was connected to the oxylog device for a patient transport. After a few strokes, the device had issued an error message. Reportedly, the patient was disconnected from the device and the device was tested without any deviation. However, when another attempt was made to ventilate the patient, the error persisted. No health consequences for the patient were reported.

Event description:
It was reported that the patient was connected to the oxylog device for a patient transport. After a few strokes, the device had issued an error message. Reportedly, the patient was disconnected from the device and the device was tested without any deviation. However, when another attempt was made to ventilate the patient, the error persisted. No health consequences for the patient were reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The log file analysis confirmed that the device repeatedly alarmed a technical failure of the pressure sensor. This failure indicates that the supply pressure was measured too high, resulting in a stop of the ventilation. The examination of the device by the dräger service did not find any deviation. Dräger concludes that the cause of the failure is a sporadic error in the pressure sensor. The pbc sensor should be checked and replaced if necessary. In the event of a technical fault, the device will issue a visual and audible alarm, but may no longer provide an adequate ventilation function. In this case, the instruction for use stipulate that an alternative ventilation option must be available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.